Event description:
Meter name: one touch basic original. Strip name: lifescan one touch. Meter code: 6. Strip code: 6. Strip storage: unk. Symptoms: blurred vision, lightheaded, weakness, sweaty. A pt reported they went to dr because pt was unable to get a result. Their meter allegedly had no power. The result on their meter was: unable to test. No other blood glucose test reported. No comparison reported. Treatment was dr increased insulin. No further info has been reported.